Manufacturer narrative:
This lead was not implanted because the stylet would not fit into the lead during the implantation procedure. The analysis from the MFR is pending.

Event description:
During the implantation procedure, the stylet would not fit into the lead. Therefore, the lead was not implanted.